Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that the patient had a catheter revision. It was noted the patient was on a high dose, and with the revision there were no signs or symptoms of withdrawal. The patient had an increase in pain. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Correction:the previously reported aware date of (B)(6) 2013 for the initial manufacturing report is being updated to (B)(6) 2012.

Event description:
Additional information received reported the health care provider (hcp) was not aware of any other catheter revision, other than the one that took place on (B)(6) 2012, which was shortly after initial implant [see manufacturing report # 3004209178-2013-12338]. The conflicting information newly reported made it unclear if there were multiple revisions, or just the one on (B)(6) 2012. Further, the manufacturing representative previously reported being unsure of when they first became aware of an issue, but believed there were multiple events, and possibly being made are of events "at the end or maybe middle of last year". This reported information also conflicted with the alleged aware date, as the issue happened after initial implant in (B)(6), thus it was unclear what the previous reporter was referring to being made aware of in the middle of 2012, as that was prior to the implant date. Further information was provided by the hcp regarding the 2012 catheter event and revision [see manufacturing report # 3004209178-2013-12338]. The patient outcome was reported as no injury, and they were receiving "excellent" therapy. The pump device was used to deliver morphine.